Event description:
It was reported that during a lung lobectomy procedure, the device was used to staple the pulmonary artery and vein. The staple line looked good and dry and the patient was closed. In the pacu the patient started bleeding through the chest tube and was taken back to the or. The surgeon noticed bleeding in the corner of the staple line on the pulmonary vein. The bleeding was stopped with clips. It is unknown that caused the bleeding, as the staple line seemed to be intact in the initial procedure. It is unknown how much blood the patient lost, but the patient was transfused with multiple units. The patient was fine after leaving the or the second time.

Manufacturer narrative:
Information anticipated, but unavailable at this time.